Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 42 indicating a motor current sense failure, the alert recurred after a guided restart, and the device was replaced; the patient experienced hyperglycemia with glucose reported as ¿high¿ for about two hours and had not yet used backup therapy or checked ketones. Symptoms included hyperglycemia without loss of consciousness or other acute complications. Outcomes included temporary interruption of automated insulin delivery with the need for backup therapy until the replacement device was obtained; there was no hospitalization or medical intervention. Investigation included review of device history in the ilet, confirmation of the alert, instruction to restart, verification of adequate charge, and coordination of replacement. Investigation of this device revealed a recurrent motor current sense failure consistent with an internal pump motor current sensing or drive malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction attributable to a motor current sensing failure.